Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000123078.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2023 to have their lead replaced. Patient now has effective therapy. Investigation was unable to determine which lead was at fault.